Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient experienced pulmonary embolism (pe), blood clots, clotting and/or occlusion of the inferior vena cava, chest and rib pain and anxiety, status post implant. The indication for the filter implant was recurrent pe and deep vein thrombosis despite being on anticoagulation. The filter was placed via the right femoral vein and deployed with the tip at the upper level of l3. The deployment was reportedly successful with no complications. The patient reportedly experienced two episodes of pe after implant, at approximately one year and six years. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary emboli and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Chest and rib pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient has had two subsequent pe on or about a year and on or about six years post implantation. The patient also reports to have started suffering from chest pain, mental anguish and anxiety. According to the medical records, the filter was successfully deployed at the upper l3 level with no complications. Additional information was received from an updated patient profile form that the patient has blood clots, clotting/ occlusion of the inferior vena cava (ivc). It is also alleged that there is failure of the device to catch blood clots. According to the discovery form, the patient received the ivc filter for recurrent deep vein thrombosis (dvt) and pulmonary emboli. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include subsequent blood clots and chest pain. The patient further reports suffering from two subsequent pulmonary embolisms and experiencing chest pain and rib pain, in addition to mental anguish and anxiety attacks that the filter has failed or will fail causing additional medical problems.

Manufacturer narrative:
Following additional information received per the patient profile from (ppf) indicates that the patient has had two subsequent pe on or about a year and on or about six years post implantation. The patient also reports to have started suffering from chest pain, mental anguish and anxiety. According to the medical records, the filter was successfully deployed at the upper l3 level with no complications. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement was recurrent dvt and pulmonary emboli despite coumadin therapy. The patient was discharged on a coumadin regimen. Per the medical records, the filter was successfully deployed at the upper l3 level with no complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient has had two subsequent pe on or about a year and on or about six years post implantation. The patient also reports to have started suffering from chest pain, mental anguish and anxiety. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and pulmonary emboli do not represent a device malfunction. Chest pain and anxiety do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Complaint conclusion:  as reported by the legal department, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, pulmonary embolism. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.  The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing of the pulmonary embolism is unknown at this time. I is possible that patient and or pharmacological factors contributed to the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of a trapease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, pulmonary embolism. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
Additional information was received from an updated patient profile form that the patient has blood clots, clotting/ occlusion of the ivc. It is also alleged that there is failure of the device to catch blood clots. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. According to the medical records, the filter was successfully deployed at the upper l3 level with no complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pulmonary embolism (pe). Per the patient profile from (ppf), the patient has had two subsequent pe approximately one year and six years post implantation. The patient also reports to have started suffering from chest pain and anxiety. Additional information was received from an updated ppf, the patient has blood clots, clotting/ occlusion of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary emboli and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.